Event description:
It was reported "sometimes it won¿t come out of stop insulin and has to completely shut down the pump and do a reset". There was no adverse impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.